Manufacturer narrative:
Clinical investigation: the information provided by the customer supports a temporal association between the optiflux 180nre dialyzer and the reported itching, which was relieved by the administration of IV benadryl. However, there is no documentation to support a causal relationship between the itching and the optiflux 180nre dialyzer. Particularly, since the use of the optiflux180nre dialyzer (polysulfone membrane, electron beam sterilization) was changed to the baxter exeltra 150 (cellulose triacetate membrane, gamma irradiation sterilization), and the itching had reoccurred. Also, the patient was administered heparin during hemodialysis (hd) treatment. It is unknown if there is a potential heparin allergy; the possibility of a heparin reaction exists. There has been no allegation of product malfunction. The patient was discharged to home in stable in stable condition and returned for the next scheduled hd treatment. The patient has continued with hd therapy. Plant investigation: the device was not returned to the manufacturer and the lot number was not provided. A definitive conclusion regarding the complaint cannot be reached without physical examination of the complaint device. A records review was conducted on 14 lots of fresenius dialyzers (catalog 0500318e) identified to have been shipped to this account from (B)(4) 2016 to (B)(4) 2017. Three lots were identified with one approved temporary deviation notice per lot and one lot was identified with one material containment hold due to a pending change notice (cn), the lot was subsequently released. There was no non-conformance, deviation, rework, or labeling or process control issues which could be associated with the reported event. The records review did not reveal a probable cause for the complaint. Additionally, the dialyzer instructions for use (IFU) is included in each case of fresenius dialyzer product and cautions the user regarding reactions.

Event description:
Follow-up information with the patient¿s nurse revealed that the patient has regularly high potassium levels which is attributed to the patient¿s dietary intake. The patient has been repeatedly counseled on diet but continues to be non-compliant leading to the elevation of blood potassium level.

Manufacturer narrative:
Clinical investigation: the information provided by the customer supports a temporal association between the optiflux 180nre dialyzer and the reported itching, which was relieved by the administration of IV benadryl. However, there is no documentation to support a causal relationship between the itching and the optiflux 180nre dialyzer. Particularly, since the use of the optiflux180nre dialyzer (polysulfone membrane, electron beam sterilization) was changed to the baxter exeltra 150 (cellulose triacetate membrane, gamma irradiation sterilization), and the itching had reoccurred. Also, the patient was administered heparin during hemodialysis (hd) treatment. It is unknown if there is a potential heparin allergy; the possibility of a heparin reaction exists. There has been no allegation of product malfunction. The patient was discharged to home in stable in stable condition and returned for the next scheduled hd treatment. The patient has continued with hd therapy. Plant investigation: the device was not returned to the manufacturer and the lot number was not provided. A definitive conclusion regarding the complaint cannot be reached without physical examination of the complaint device. A records review was conducted on 14 lots of fresenius dialyzers (catalog 0500318e) identified to have been shipped to this account from (B)(4) 2016 to (B)(4) 2017. Three lots were identified with one approved temporary deviation notice per lot and one lot was identified with one material containment hold due to a pending change notice (cn), the lot was subsequently released. There was no non-conformance, deviation, rework, or labeling or process control issues which could be associated with the reported event. The records review did not reveal a probable cause for the complaint. Additionally, the dialyzer instructions for use (IFU) is included in each case of fresenius dialyzer product and cautions the user regarding reactions.

Event description:
Follow-up information with the patient¿s nurse revealed that the patient has regularly high potassium levels which is attributed to the patient¿s dietary intake. The patient has been repeatedly counseled on diet but continues to be non-compliant leading to the elevation of blood potassium level.